Event description:
When completing hourly rounds on a post-operative patient with a patient controlled analgesic pump, the nurse discovered the lock box to be opened. Further investigation revealed an empty medication bag (dilaudid) and a puncture hole in the bag. The patient was stable. The pump was removed from the room. Security investigated the lock box and found that it was easily manipulated and opened with a credit card. Several additional lock boxes were investigated with the same end result. One lock box was opened with a paper clip. The lock box is a secure system opened with a special key used to secure opioids. Additional investigation found the pump itself could be opened with a paper clip as well. The ability to easily manipulate the lock box is of great concern especially today with drug abuse rising. The pump in question is cadd solis pca pump. Cadd solis lock box # 21-2188-25.